Manufacturer narrative:
On 27-mar-2023, the bwi product analysis lab received the device for evaluation. The product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and there was air contamination from the side port when inserting the catheter. The issue was resolved after replacing the vizigo to a like device. The medical team was unable to confirm if the hemostatic valve was damaged or dislodged, but confirmed that the air exited through the valve. No neurological symptom occurred since the procedure was completed. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not showed stress marks on the outer diameter. Then, an irrigation test of the side port was performed, and no issues were observed. A device history review was performed for the finished device 00002193 number, and no internal actions related to the complaint were found during the review. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The issue described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and there was air contamination from the side port when inserting the catheter. The issue was resolved after replacing the vizigo to a like device. The medical team was unable to confirm if the hemostatic valve was damaged or dislodged, but confirmed that the air exited through the valve. No neurological symptom occurred since the procedure was completed. No patient consequences were reported. Air flow back from the side port is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).